Manufacturer narrative:
Results: investigation summary: two open 30g x 8mm pen needles samples were returned from lot. No. 4268296, cat. No. 320474. 10x visual examination was carried out on the returned samples and a broken patient end of needle was observed on one sample, no shield was returned and no indentation was observed on the hub post. No issues were observed with the second sample. Investigation conclusion: 10x visual examination was carried out on the returned samples and a broken patient end of needle was observed on one sample, no shield was returned and no indentation was observed on the hub post. No issues were observed with the second sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no evidence of manufacturing related issues were observed on the returned samples. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle on a 1 ml bd insulin syringe with 30 g x 8 mm bd ultra-fine ii¿ needle broke off in a patient while removing the needle from his abdomen. The patient received x-rays and an operation to remove the needle.